Event description:
It was reported that this patient's device has received a few shocks due to ventricular tachycardia. These appropriate shocks resulted in induction into ventricular tachycardia which did not convert into the fifth shock. It was also noted that the patient's shock impedance was high but still within range. The patient was brought into the clinic and imaging was performed which indicated that the entire system had moved. The entire system was subsequently explanted. No additional adverse events were reported.